Manufacturer narrative:
Continuation of d10: product ID: 978b128, serial/lot# (B)(6), implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. It was reported that there was an office visit on (B)(6) 2024, x-ray kub on (B)(6) 2024 and x-ray pelvis on (B)(6) 2024. They had to reschedule follow up due to patient health status. Condition has improved; lead appears only slightly displaced on x-ray. The issue was not yet resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2y7xv serial# implanted: (B)(6) 2024 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: va2y7xv, ubd: 06-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the patient fell in the afternoon of the implant date where they hit their head and body. Patient stated the ambulance came and took them to the ER where they ran a series of tests, one of which was a CT scan to check for internal bleeding and the others were general blood tests. Patient confirmed no concussion or internal bleeding. Patient also mentioned that healthcare provider (hcp) gave instructions not to bend over the implant because it could disturb the placement of the electrodes. Patient mentioned forgetting they should not be bending over to pick things up and they did bend over. They don't know if that caused something to come loose because patient has had some sharp pain in the region of the stimulator unit since yesterday. The patient was redirected to their hcp to further address the issue. Additional information was received from the health care professional (hcp). The hcp stated that the fall's effect on the implant was determined. The fall had displaced their lead.